Event description:
Reporter alleged the lancet device will not retract back after using the lancet for finger stick blood glucose testing. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.